Event description:
It was reported that the patient presented in clinic for implant procedure. Upon release of the leadless pacemaker (lp), it was discovered that the device failed to capture and failed to establish communication via conductive telemetry. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of capture loss and failure to interrogate were not confirmed. Final analysis found the device exhibited all normal characteristics. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.